Manufacturer narrative:
. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, redness, swelling, infection, pain, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported following injection in the "glabela zone" with juvederm ultra plus xc, the patient developed a "moderate bruise." Thirty four hours later, the patient experienced pain, inflammation, and redness at the injection sites; 8 hours after that, edema developed with a possible infection. Patient was treated with acetaminophen, ciprofloxacin, and virex. Symptoms completely resolved 9 days later after injection.